Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04245. It was reported the pt had experienced ipg pocket heating while using the charging sys in 2010. The pt reported she had blisters at the time. The pt did not want a replacement charging sys, and reported she wanted the scs sys removed. See also the previous MFR report: 1627487-2010-02582 regarding the ipg.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r; 1627487-07262012-001-c. This ipg number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.